Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that there were pacing inhibition and automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The noise was reproducible via isometric test. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction: section d6b: d6b should not have been inputted as the lead was capped and left in-situ.